Manufacturer narrative:
A data log file analysis from the subject surgery analysis was performed. This indicated that the cause for the first shutdown is an excessive force applied on one of the robot arm axis, probably due to user error. This also indicated that the second and third shutdowns occurred because of a software bug. It may have occurred because the device controller was not restarted by the user between each communication error. (B)(4).

Manufacturer narrative:
The device br16025 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During surgery there were three device shutdowns. After each shutdown the device was restarted to pursue surgery.